Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone (B)(6). E1: reporter phone# (B)(6).

Event description:
It was reported that the audio alarms at the central station could not be heard. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
The customer biomedical engineer (biomed) performed testing on the device to reproduce bradycardia alarms. The biomed did not observe any malfunction; the sound was working. An attempt to obtain the device logs was made. However, the logs were not provided by the customer, as they did not consider there to be an issue. Based on the information available and the testing conducted, philips was unable to replicate the reported problem. The reported problem not confirmed. The device was confirmed to be operating per specifications and no failure was identified by the customer biomed. The investigation concludes that no further action is required at this time.